Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records review was completed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biliary stent deployment procedure, the stent deployed but allegedly would not expand. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a biliary stent deployment procedure, the stent deployed but allegedly would not expand. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: based on the investigation of the returned catheter sample a failure to expand could not be confirmed. The system was returned in used state including released and fully expanded stent. The radial stent strength was judged as being regular. A damage or any kind of conspicuity indicating a deployment or expansion issue could not be identified; residuals of blood could not be found even by means of microscope. Images have not been provided. The investigation will be closed with inconclusive result. An indication for a process related issue could not be found. Labeling review: based on the lot number reported the following IFU is supplied with this product: b05686, and b05685. Currently valid: b05686 rev.3/03-16 and b05685 vers.2/12-1. In reviewing the currently valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.', and 'post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.' In regards to damage the IFU states: 'visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.'